Event description:
A customer reported that the cartridge and tubing would not allow aspiration. Additional information has been requested, as it is unknown when the reported event occurred.

Manufacturer narrative:
The customer¿s complaint history was reviewed for the period of one year; this is 1 of 2 complaints reported for the issue. This is the only complaint reported against the finished goods lots and the device history records (DHR) show the products were released per specifications. The returned sample was visually and functionally tested and passed testing. The customer¿s report of lack of aspiration could not be replicated. The root cause of the customer¿s complaint is not known; the returned sample met specifications. (B)(4).